Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the scorched tip cover with burnt marks on the metal tip was the use of high-energy instruments (laser or radiofrequency) without maintaining sufficient distance from the tip and also its cause was traced to be component failure. For the malfunction of foreign material in the nozzle the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material inside the nozzle and a scorched tip cover with burnt marks on the metal tip. There was no patient involvement.